Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that anatomical conditions, specifically leaflet tissue quality, likely contributed to the event. During the initial procedure, the implanted pascal devices successfully reduced tricuspid regurgitation. However, leaflet tissue fragility may have contributed to the slda observed in the second device. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from england, edwards received notification of a pascal precision ace procedure in the tricuspid position. Post-procedure, a single leaflet device attachment (slda) was observed involving the second implanted device. The index procedure was performed to treat severe tricuspid regurgitation (grade 3). A total of three pascal precision ace devices were implanted in the anterior-septal (a-s) and posterior-septal (p-s) positions, with clocking orientations of 2/8, 3/9, and 3/9, respectively. Following the procedure, regurgitation was successfully reduced to mild (grade 1+). Despite initial procedural success, an slda of the second implanted device detached from anterior leaflet was confirmed via echocardiographic evaluation approximately 6 weeks after the index procedure, accompanied by a recurrence of severe regurgitation (grade 4). Approximately five months after the index procedure, a re-intervention was performed, during which one additional pascal device was implanted in the p-s position with a 3/9 orientation, resulting in a reduction of regurgitation to severe (grade 3+). According to medical opinion, grasping in the area near the partially attached device was very difficult, with a high risk of entanglement or another slda. As a result, a one-grade reduction was accepted, and the patient may need to be referred for surgical intervention if symptoms persist. The patient remained stable, and no injury was reported in association with the event. As per medical opinion the main root cause of the event may be due to leaflet tissue.